Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the customer continued using the supplies and successfully completed the load sequence. Customer's blood glucose level was 389 mg/dl.